Event description:
Discrepant results between blood glucose monitoring device and a lab comparative while performing a precision study prior to using the device. Reporter stated the device result was 24 mg/dl and the lab measured 55 mg/dl performed within 30 minutes of each other. Reporter did not provide the treatment, if any was administered to the patient at the time of the alleged discrepancy. Reporter indicated controls were run and found to be within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.